Manufacturer narrative:
Date of event was approximated to (B)(6) 2021 as no event date was reported. (B)(4). Investigation result: a visual examination of the returned complaint device found the balloon and the catheter did not have any visual defects and were in a good condition. Functional analysis could not be performed as the balloon lumen was occluded, and it was not possible to unclog it. Microscopic analysis was performed, and it was confirmed that the balloon has two pinholes near the proximal ro marker. Additionally, during the microscopic inspection, the balloon was dissected to inspect the ro markers and no damages were found. Dimensional examination was performed to the outer diameter (od) of the ro markers, and was measured in two sections; distal and proximal. The two sections were within specification. This failure is likely due to factors encountered during the procedure, such as the interaction between the scope and the stent during the procedure could have created friction to the balloon, causing the failure of the balloon pinholes. Therefore, the most probable root cause is adverse event related to procedure and the device had no influence on event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. During the procedure, it was noticed that the balloon would not inflate. The procedure was completed with another hurricane rx dilatation balloon. Investigation results revealed that the balloon has pinholes; therefore, this is now an MDR reportable event. There were no patient complications reported as a result of this event.